Manufacturer narrative:
(B)(4). Method: no product returned from user facility. Results: customer complaint could not be confirmed.

Event description:
Healthcare professional reports: on (B)(6) 2009 protime system inr 2.9, unspecified reference system inr 5.0. Patient therapeutic range 2.5 - 3.5 inr. No report of adverse events, serious injury, or intervention.